Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing was noted on the atrial channel resulting in possible device classified termination of atrial tachycardia (at)/ atrial fibrillation (af) events. The ra lead remains in use. No patient complications have been reported as a result of this event.